Manufacturer narrative:
(B)(4). Vyaire medical field service went onsite. Troubleshoot the device ran circuit check and performance check without issue. No burning smell present while running the driver. Reviewed with biomed onsite unable to duplicate the reported issue. All tests passed required criteria. Unit meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator had a burning smell and they could not get it to start. The issue happened during pre-use checks. The customer confirmed that there was no patient involvement associated with the reported event.